Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Insulin pump had crack at back. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). In summary, customers alleged insulin blocked alarm during bolus was not confirmed during testing. Pump passed full dry test. No unexpected insulin flow blocked alarms noted in pump history download. No anomalies noted on electronic/motor assemblies. Pump error 63 alarmed during testing due to a broken trace and loose solder joint on u1 chip. Additionally, retainer ring damage noted. Customer returned pump for alleged insulin blocked alarm during bolus found on (B)(6) 2021. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap locked into the reservoir tube successfully. Pump alarmed pump error 63 during testing. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed several pump alarm insulin flow blocked alarm on jun 29, 2021 at 1:33 in the pump downloaded history. Pump error 63 variable 3 was noted in the history download after it alarmed during testing, however it is listed as jul 4, 2021 at 23:04 due to broken trace and loose solder joint u1 pin6 on keypad assembly. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, keypad overlay texture damage, cracked retainer and mild scratches on lcd window. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.